Event description:
It was reported that there was an issue with the patient programmer. The patient was using standard energizer alkaline batteries. The patient had tried many different sets of batteries and a variety of brands. The batteries were not lasting more than 24 hours. The patient uses the programmer once and then when she tries to use it again the programmer screen is blank and will not come on unless the batteries are changed. The patient was going to the bathroom all the time after surgery. The patient checked her device and it was on. The reporter noted that the urinary issues were due to being pumped with IV saline during the surgery. The patient noted a loss of therapeutic effect. The repair report on the patient programmer showed device was corroded and was scrapped. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v475127, implanted: 2010 (B)(6); product type lead. (B)(4).